Event description:
It was reported that patient's left ventricular (lv) lead exhibited diaphragm stimulation. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was muscle stimulation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.